Manufacturer narrative:
Additional information: the replacement resolute onyx stent was successfully implanted. Image analysis: two still images were provided for review. One image shows the distal end of a stent device. The stent appears to be deformed and is displaced over the distal markerband. The other image provided was of a resolute onyx shelf carton. The size and lot number appear to match what was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent deformed in vivo during positioning/advancement. The lesion was severely tortuous, severely calcified with 90% stenosis located in the mid left anterior descending (lad) artery. The stent was inspected prior to use with no issues. Negative prep was not performed. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Resistance was encountered when advancing the stent. Excessive force was not used. It was detailed that it was difficult to push the stent to the lesion. When the stent was removed it was found that the stent had been deformed. The stent was replaced with another resolute onyx stent to complete the procedure. No patient complications have been reported as a result of this event.